Manufacturer narrative:
Correction: the initial reporter's name was (B)(6) not (B)(6) as was reported on the initial medwatch report submitted (B)(6) 2015. Additional information was received that the atrio-ventricular (av) block was complete heart block (chb).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, atrial-ventricular (av) block was noted and a permanent pacemaker was implanted. No adverse patient effects were reported.